Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device exhibited dashes for sensor parameters. A message was displayed that the device was in hardware back-up or having telemetry errors. Attempts to program the sensor "on" or "passive" were unsuccessful. The physician noted that sensor capabilities were not needed for this patient. The device remains implanted.